Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise and oversensing, leading to inappropriate shocks and inhibition of pacing in a pacemaker dependant patient. The noise can be recreated with valsalva's maneuver. The sensitivity is programmed to nominal.